Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Testing of the device confirmed the reported problem of an inability to deliver energy to a patient. Examination of the device's internal log file showed evidence consistent with the reported problem. An internal visual examination of the device found that a connector had become unplugged. The connector involved was the paddles connector from the relay board to the output connector. The electrical open circuit caused by this disconnected connector was the cause of the problem. Plugging in the connector and locking it into place restored normal device operation. The paddles connector is of a locking design which when fully engaged, provides reliable retention. It is unclear how this connector became unlocked. The device apparently functioned for some time with the connector not locked into place. The conclusion of the investigation is that the problem, which was confirmed, was caused by an internal connector that was not properly locked into place and became dislodged, leading to an open circuit condition and an inability to deliver energy.

Event description:
It was reported that this unit failed to shock three times during a resuscitation.